Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the finger-screw was constructed so that it "hurts" in their fingers while tightening it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screw loosened from the holder, and the drain started to move downwards. This resulted in overdrainage of the patient.